Manufacturer narrative:
The field service engineer (fse) reproduced the reported issue of "a loud alarm" with "prolonged shuttle pressure" error. The fse attempted to run 30 psi calibration, but the calibration would not complete. The fse replaced the patient interface module due to the failing patient interface module leak test. The fse also replaced the front end board and reinstalled the software. Upon completion the fse reported that the intra-aortic balloon pump (iabp) still failed the 30 psi calibration. The fse removed and re-installed the pneumatic assembly, checked cables, and connections but the issue was still not resolved. The fse ordered parts then returned and replaced the drive & vacuum transducers, and performed full calibration, functional, and safety checks to factory specifications. The iabp passed all tests and was returned to the customer, cleared for clinical use.updated fields:b4, g4, g7, h2, h3, h6, h10, h11corrected fields:b5- product type has been included in the description; d10

Event description:
The customer reported that while performing a service test the cardiosave intra-aortic balloon pump (iabp) generated a loud screeching alarm during start up. There was no patient involved or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported while doing service the intra-aortic balloon pump (iabp) had loud screeching alarm during start up. No patient involved. No adverse event reported.